Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (238 - unknown mg/dl). Customer alleged the pump was not delivering insulin properly. At the time of the report customer was connected to the pump, but was relying on manual injections for insulin therapy. Customer declined tandem technical support's (cts) offer to perform a pump system check. Although multiple attempts were made by cts to follow up with the customer, no reply was received.